Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 18. Nov. 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during inspection of field equipment it was noted the radiolucent insertion handle for expert nails is missing a tang at the end of the instrument. It is believed the tang was broken off during cleaning. No patient involvement this report is for one (1) radiolucent insertion handle for expert nails this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.